Event description:
Customer reported device = high in the morning but does not recall the values. Customer was short of breath and dizzy. Customer went to the emergency room (ER). ER device = 700 mg/dl. Customer was given an IV and insulin and was admitted to the hosp. Customer was released the next day. No controls used. A request was made for return product and replacement product was sent.